Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the large needle driver instrument's bowden was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the one grip close cable was found to be broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The cable broken under the tensile loading. No other cables damage was found the customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.